Event description:
It was reported that the wake button is becoming unresponsive. The device turns on when plugged into a power source. Reportedly, the customer has to be press the button multiple time for the pump to respond. There was no impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been rec'd for eval. Should new relevant info be rec'd a supplemental form will be completed.